Event description:
It was reported that the caregiver (cg) saw air bubbles in the patient line, which occurred on the homechoice (hc) during the initial drain. The baxter technical service representative (tsr) advised the cg to end the therapy and start over using all new supplies. The tsr assisted the cg to end the therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection, leak testing, clear passage testing, and clamp function testing were performed with no issues noted. The device was run on a lab homechoice machine with no issues. The reported issue could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.